Event description:
The patient (B)(6) is a participant in a clinical study. It was reported the low battery warning was observed for the patient's ipg. No program parameters are available to determine whether the device has reached its expected end of life. There are no immediate plans for surgical intervention.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/ approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.